Event description:
It was reported that a few weeks post implant, there was an increase in pacing threshold with exit block and a decrease in sensing amplitude. Psa showed normal lead function. Reconnection of the lead to the pulse generator again resulted in exit block in both the atrial and ventricular channels.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.